Event description:
It was reported to philips that the system was not able to produce x-rays, which can impact imaging. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified a field service engineer (fse) visited onsite and found system was not releasing x-rays. Upon troubleshooting fse checked air-conditioning of the technical room and the ceiling, where the oil hoses were installed, and the technical room was showing very low temperature. To resolve the issue fse installed datalogger and check of the cooling unit and performed flow tests which all passed. After restart is completed to the system, the system was working as intended. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There is a malfunction of the handle which enables the manual movement. The rotation and angulation movements of the c-arm are not balanced and cannot be moved manually. There is an additional handle on the other side of the c-arm which can assist in obtaining the desired position over the region of interest, therefore the loss of manual movement is not likely to cause or contribute to death or serious injury. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.